Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported tissue injury appears to be related a combination of patient conditions and procedural conditions. Tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was inserted and deployed on the mitral valve. A second clip was advanced into the anatomy, one attempt was made to position and then it was decided to go back into the atrium to reposition. During the second attempt at positioning a tear in the posterior leaflet was noted. The second clip was deployed next to the first clip and mr was reduced to grade 1+.